Event description:
Patient ordered for patient-controlled analgesia via cadd (continuous ambulatory delivery device) pump. In two different occasions, three rns reported "cadd checkvalve extension set cracking. During one priming, first rn noted leaking for established y-site connection in set and heard a crack during priming. Noted misalignment of luer connection and male connection was noted to be cracked off in female lumen. Patient reporting increased pain. Additional medication required tubing was noted to be leaking on pillowcase. Reported leaking from established y-site connection. Second rn attempted to fix connection and male connection was noted to be cracked off in female lumen. Third rn called into room to assist, another tubing was primed with similar events. Noted misalignment of luer connection and male connection was noted to be cracked off in female lumen. Third tubing from separate lot number connected and currently running without issue. Rns saved tubing and packaging, sequestered with unit col. Effected lot number: 4139537 manufacturer: smiths medical.